Event description:
The pt developed redness and swelling of the device pocket. No cultures were obtained. The pt was treated with oral antibiotics and the device system explanted. The infection is reported as resolved.